Event description:
(B)(4). (B)(6) 2012, (B)(6) y/o essure, (B)(6) 2013, (B)(6) y/o uterine ablation for severe bleeding, several hospital visit and ultrasounds later, (B)(6) 2015, (B)(6) y/o hysterectomy, 2 days ago, another ER visit with x-rays showing the intense flank pain was site of coil on left, right coil not found in xray. Still in pain! Still have metal left in me!